Event description:
Boston scientific received information that this device had declared elective replacement indicator (eri) however was not replaced as patient was hospitalized for fever and ill-complaint symptoms. Subsequent information was received that this product was part of a system explant due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.